Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference numbers: 3006705815-2020-00140, 1627487-2020-00301, 1627487-2020-00303. It was reported the patient experienced a purulent discharge from the incision of the ipg site where the tip of peripheral lead appeared to have eroded through skin. As a result, the patient underwent surgical intervention on (B)(6) 2019, wherein the ipg was explanted. Cultures were taken from the site and patient being treated with IV antibiotics.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Patient was hospitalized. As a result, the patient entire system was explanted. Patient code updated to infection.